Event description:
It was reported that this right atriai (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).